Manufacturer narrative:
Unit received with unresponsive buttons due to corroded keypad trace. Unable to perform displacement test or selftest due to unresponsive keypad. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. The customer stated that they did not press a button down for 3 minutes or longer. Customer stated that there was change in altitude. The customer stated that time was advancing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.